Event description:
It was reported that this pacemaker exhibited high capture thresholds and high pacing impedance on the right ventricular (rv) lead channel. The device was explanted and replaced with an upgraded therapy device. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and high pacing impedance on the right ventricular (rv) lead channel. The device was explanted and replaced with an upgraded therapy device. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.